Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Several episodes of non-sustained right ventricle oversensing were noted during a follow-up appointment. Lead dislodgement was ruled out by the physician. Lead provocative testing was recommended. No additional action was undertaken to address the issue. The patient was stable. Additional information was requested but not available.